Event description:
A caller reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer experienced a recurring occlusion issue and resolved it by changing the infusion set and cartridge, then resuming insulin use.